Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed unexpected restart after battery change. Customer's blood glucose was 406 mg/dl. Customer agreed to return the device for analysis.

Manufacturer narrative:
Unit received with currents in spec. No unexpected alarm error alarm. Unit passed unexpected alarm error alarm test. Motor error alarm during the basic occlusion test due to faulty force sensor resistor . Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window. When electronic assembly were separated interface board j3 trace got damage.